Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was malfunctioning. Two different headlights were plugged into the xenon lightsource and it melted the second one. The cord was visibly melted, and the plug insert also looked burnt. According the nurse, the surgeon had the headlight on with the cord plugged into the light box. The light was malfunctioning and did not work. The surgeon asked for the light to be adjusted or "turned back on". As the nurse walked over to the light box, a burning plastic smell was emitted. The light cord was melted at the port of the box and extremely hot to the touch. The light cord was unplugged immediately and the light helmet was removed from the surgeon. The light box was unplugged from the outlet, sequestered along with the headlight and transferred to healthcare technology management (htm) office. No user injury was reported. The device was not in contact with a patient; thus, no patient injury occurred. As reported by the biomedical engineering technician (bmet), the end of headlight where it inserts into the light source was visibly melted. The port on the light source was brown where it looks like it may have burnt the plastic casing. In addition, the lens inside the light source fell out of its plastic saddle/case.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The following information was reported to manufacturer via uf/importer report# (B)(4): "surgeon had headlight on with the cord plugged into the light box. The light was malfunctioning and did not work. The surgeon asked for his light to be adjusted or "turned back on" and as I walked over to the light box, it started to smell like melted plastic. The light cord was melted at the port of the box and extremely hot to the touch. The light cord was unplugged immediately, and the light helmet was removed from the surgeon." It was reported that there was no harm to the patient. There was no surgical delay, procedure was moved along and a new light source was brought in for use.

Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h10 . The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the xenon lightsource was received in used condition. Evaluation of the xenon lightsource identified that the ac entry module was not sitting properly. It appeared that the unit was tampered with by the customer. It looked like someone tried to super glue it in. Evaluation also identified that the turret did have some melted area on the wolf connection and the right side panel was cracked; other than that, everything else looked and functioned properly. Root cause - the issue of this xenon lightsource having a melted cord and burnt plug insert could be due to tampering and damage to the unit caused by rough handling/environmental damage. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.